Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was confirmed that printer was plugged into power outlet. A field service engineer, disconnected the printer and reconnected it to a different outlet to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system ac power has failed it times out the pyxis and the screen goes black. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.